Manufacturer narrative:
Product complaint #(B)(4). Corrected information: b1, b2, h1 - this medwatch report will be voided as additional information was received and the event for this device no longer meets MDR reportable criteria for the us FDA.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any harm to the reported patient or user? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? Yes. Description: reoperation due to wound dehiscence in lung transplantation. Did the patient/user require prolonged hospitalization as a result of the event? Yes. Description: longer hospitalization time due to reoperation. What is the patient/user status after the event? Stable. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any patient event prior to symptoms (coughing, falling, moving)? What medical/surgical intervention was performed for the patient symptoms? Can you describe the appearance of the suture during the second procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? The event mentions four devices. How many devices had the alleged deficiency? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of lung transplant surgery? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? What tissue dehisced? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Did the suture break? If so, where was the break noted (termination, middle, end)? Did the suture pull out of the tissue? Did the knots untie? Were there any precipitating patient stress factors that led to the sutures untying, breakage or pulling out of the tissue? Are photos available? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a lung transplant procedure on (B)(6) 2026 and suture was used. The surgeon recently changed from conventional sutures to plus sutures. The patient had to be reoperated for bilateral dehiscence the day after surgery. Additional information was requested.